Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories: 1627487-07262012-002-r 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00083. The manufacturer is unable to determine which ipg was explanted hence both are reported. It was reported the patient was experiencing pain at the ipg site and had previously undergone surgical intervention at an unknown date to remove the ipg that was connected to the tripole. The tripole was not explanted at that time. The patient underwent surgical intervention on (B)(6) 2016 where an ipg was implanted and connected to the tripole and in addition also the ipg pocket was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00083. Follow up information identified the patient reported the ipg was explanted approximately three years ago. The pain at the ipg has resolved and the patient is receiving effective stimulation. Issues have been resolved.